Manufacturer narrative:
B5. Describe event or problem updated, d. Suspect medical device updated.

Event description:
It was reported that a dissection occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. Following pre-dilatation, resistance was encountered, and a 38 x 2.50 promus premier drug-eluting stent was deployed and post dilated. A proximal edge dissection occurred, and an additional stent was deployed to cover the proximal edge dissection. The procedure was completed, and no further patient complications were reported. It was further reported that a 2.25 x 16 mm synergy drug-eluting stent (des) was implanted and not a 2.50 x 38 mm promus premier des as previously reported. The stent was fully deployed at 9 atmospheres without issues. Additionally, the dissection was flow-limiting and graded as c. After the procedure, the patient was stable and discharged.

Event description:
It was reported that a dissection occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. Following pre-dilatation, resistance was encountered, and a 38 x 2.50 promus premier drug-eluting stent was deployed and post dilated. A proximal edge dissection occurred and an additional stent was deployed to cover the proximal edge dissection. The procedure was completed, and no further patient complications were reported.